Event description:
It is reported that the pt received an acetabular cup, right side, on (B)(6) 2009 and the pt is currently being monitored due to severe pain at the groin area.

Manufacturer narrative:
The MFR did not receive devices since the pt has not been revised at the time of this report. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing on revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(6).